Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 800.8000/255-16-275. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event that the device displayed error code 800.8000 was confirmed based on the review of the pcu error logs; however, the error could not be replicated during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. A review of the received pcu error logs showed an error code (800.8000 ¿ general os failure) occurred ten (10) times on (B)(6) 2024; at 8:53 pm, on the suspect pcu (s/n (B)(6). The facility did not provide infusion details. The review of the logs is based on the activity around the event, on (B)(6) 2024 when the error occurred. Between 8:50 pm and 8:53 pm an etco2 module (s/n (B)(6) was attached to the suspect pcu, a preventive maintenance reminder alert appeared and soft key 13 (confirm) was pressed. Key monitor was pressed, and monitor detected the breath, key unit selected and soft key 14 was pressed. A functional test was performed on the suspect pcu. The suspect device was powered on. During the boot sequence, there were no irregularities observed. And no errors were displayed. A test infusion was performed for 24 hours. The infusion completed successfully with no errors or malfunctions. The bd alaris technical service manual for pump module states in troubleshooting table error codes section the error code 800.8000 occurred because of the software has a fault, customer should contact bd technical support. The cause for the channel error could not be definitively identified, no additional event information was provided. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 800.8000/255-16-275. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event that the device displayed error code 800.8000 was confirmed based on the review of the pcu error logs; however, the error could not be replicated during the laboratory testing. ¿ the external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. ¿ a review of the received pcu error logs showed an error code (800.8000 ¿ general os failure) occurred ten (10) times on (B)(6) 2024; at 8:53 pm, on the suspect pcu (s/n (B)(6)). ¿ the facility did not provide infusion details. The review of the logs is based on the activity around the event, on (B)(6) 2024 when the error occurred. ¿ between 8:50 pm and 8:53 pm an etco2 module (s/n (B)(6)) was attached to the suspect pcu, a preventive maintenance reminder alert appeared and soft key 13 (confirm) was pressed. Key monitor was pressed, and monitor detected the breath, key unit selected and soft key 14 was pressed. ¿ a functional test was performed on the suspect pcu. The suspect device was powered on. During the boot sequence, there were no irregularities observed. And no errors were displayed. ¿ a test infusion was performed for 24 hours. The infusion completed successfully with no errors or malfunctions. ¿ the bd alaris technical service manual for pump module states in troubleshooting table error codes section the error code 800.8000 occurred because of the software has a fault, customer should contact bd technical support. ¿ the cause for the channel error could not be definitively identified, no additional event information was provided. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 800.8000/255-16-275. There was no patient involvement.